Event description:
It was reported that the pt underwent a pelvic floor repair in 2002. The pt was seen in 2004 and erosion/mesh exposure was noted in the posterior vagina. The physician is anticipating mesh removal vaginally in the or.